Event description:
A healthcare professional (hcp) via a manufacturer representative reported a tined lead snap, which occurred during a procedure. During a tunneled trial, the hcp was disconnecting the tined lead from an extension. As he pulled the two away from each other, the electrodes from the tined lead split and were no longer able to be used. No factors noted to have led to the event. No troubleshooting was performed. No symptoms were reported. A new lead was implanted and the issue was resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.